Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 0022157. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200862422] noted that did not pertain to the complaint. There was one (1) notification [200862100] noted for cracked hubs. Occurrence: a complaint history check was performed and this is the 9th related complaint for shield does not detach as intended, the 7th related complaint for needle hub separates and the 1st related complaint for needle stick (clean) on lot # 0022157. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, shield does not detach as intended, needle hub separates, needle stick) was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe during use. The following information was provided by the initial reporter: "consumer reported that the needle shield was difficult to remove. Needle hub separated and stayed inside of the shield. Consumer stated that due to the difficulty in removing the shield his hand was stuck by the needle. Issues involved more than one syringe - same product and lot."